Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose was within range (value not provided). Reportedly, customer reverted to using another pump for insulin therapy.